Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. Visual inspection of the device showed that the guidewire was fractured due to rotational wear in the middle of the device, 194.5cm from the proximal section, also the distal end was kinked and detached. The detached distal tip was not returned. Presence of solidified fluids were found. Overall length could not be measured due to guidewire detachment due to the rotational wear in the middle of the device. Outer diameter of the distal tip could not be measured due to the distal tip damaged. All the other outer diameter measurements taken met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2016-00841. It was reported that rotawire fracture and vessel perforation occurred. Vascular access was obtained via the femoral artery with a 7fr non bsc guide catheter. A non bsc guide wire was then introduced. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal, mid and distal right coronary artery. A 1.75mm rotalink plus and rotawire were used to treat the target lesion. During the procedure, a 135cm micro catheter was then deployed. After the wire crossed the lesion, the wire was kinked when it crossed the burr to the wire. The foot pedal was pressed to dynaglide mode and the wire was fractured outside of the body. A shrieking noise was heard. The fractured rotawire rotated and was advanced to the distal right coronary artery. The spring tip was trapped by the side branch and it was pulled out but the spring tip was detached. A contrast image was performed and it was noted that the distal right coronary artery was perforated at the bifurcation of 4pd and 4av. Intervention was made provided with a 1.25 x10 non bsc balloon catheter by way of long inflation and two of both 14 and 18 coil were placed then succeeded with hemostasis. The procedure was not completed due to this event. No further patient complications were reported.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR 2134265-2016-00841. It was reported that rotawire fracture and vessel perforation occurred. Vascular access was obtained via the femoral artery with a 7fr non bsc guide catheter. A non bsc guide wire was then introduced. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal, mid and distal right coronary artery. A 1.75mm rotalink plus and rotawire were used to treat the target lesion. During the procedure, a 135cm micro catheter was then deployed. After the wire crossed the lesion, the wire was kinked when it crossed the burr to the wire. The foot pedal was pressed to dynaglide mode and the wire was fractured outside of the body. A shrieking noise was heard. The fractured rotawire&#10272;rotated and was advanced to the distal right coronary artery. The spring tip was trapped by the side branch and it was pulled out but the spring tip was detached. A contrast image was performed and it was noted that the distal right coronary artery was perforated at the bifurcation of 4pd and 4av. Intervention was made provided with a 1.25 x10 non bsc balloon catheter by way of long inflation and two of both 14 and 18 coil were placed then succeeded with hemostasis. The procedure was not completed due to this event. No further patient complications were reported.